Event description:
It was reported that a motor stall had occurred without recovery. Upon interrogation it was noted that on (B)(6) 2013 a motor stall occurred and 48 hours later noted a tube set log. The elective replacement interval (eri) was 21 months. There was no report of patient symptoms; however, the reporter had limited information. The patient was being prepped for a device replacement. This device system delivered bupivacaine. The pump was explanted on (B)(6) 2013 due to the motor stall. The physician was not aware of the patient having a magnetic resonance imaging (MRI) scan or being around something to stop the pump. No patient injury was reported and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l39971, implanted: (B)(6) 1996. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor s1 shaft wear and no lubrication.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anaomly due to shaft bearing. In addition, there was also motor gear train anomaly related to corrosion/wear/lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.